Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual inspection of the returned product identified worn marking due to usage, the appearance of bone debris and a fracture at the collar. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the product experience report (per). The implant had been placed on tooth # 19 and length of usage is unknown due to the implant date is unknown. Pictures or x-ray images were not provided. Complainant reported that the implant was removed due to a fracture of the implant the reported complaint was confirmed. A definitive root cause for this complaint could not be determined. A device history record (DHR) review could not be performed since the lot number associated to the item was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the screw dating back to 12 months. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes.'

Event description:
No further event information is available at the time of this report.

Event description:
It was reported by customer that the implant was removed due to fracture. No symptoms was reported.

Manufacturer narrative:
Zimmer biomet (B)(4). Lot number unknown / not provided. Additional PMA/510(k) number ¿ k011028 / k013227. Last name unknown / not provided. Device manufacturer date.